Event description:
A zoll distributor returned belt sn (B)(4) indicating that the therapy electrodes were nonfunctional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes nonfunctional) was confirmed. As received, there was an open pulse wire in the cable connecting the distribution node (dn) and ECG electrode b. The cause of the non-functional therapy electrode is the open pulse wire. The root cause of the open pulse wire is excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.